Event description:
It was reported that during testing conducted at the manufacturer facility the screw on the run/load lever of the device was disassembled. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.

Event description:
It was reported that during testing conducted at the manufacturer facility, the screw on the run/load lever of the device was disassembled. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.

Manufacturer narrative:
The reported disassembly of the cap screw was confirmed by a manufacturer repair technician during testing. It was confirmed that the screw was missing from a component that had been installed as part of the repair. Therefore, it was determined that no patient safety risk existed since the handpiece had not yet been released from the manufacturer facility.